Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Stryker orthopaedics is a distributor of this device, which is manufactured by aap. The manufacturer has responsibility for regulatory decisions and MDR/mdv reporting. Supplier has been notified. Serious injury reports for hv products are also filed to the FDA via stryker personnel. Not returned.

Event description:
It's alleged by the attorney, through the filing of a lawsuit, that on (B)(6) 2015 simplex hv bone cement was used on the plaintiff during a right tka. Its further alleged that the plaintiffs right knee had to be revised on (B)(6) 2018 due to loosening.